Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a suture malposition (suture retrieval issue) a review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional on-table angiogram procedure. Reportedly, when the plunger was pulled back in step 3, no suture came out. The prostyle was removed, and no suture was visible on or in the device. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.